Manufacturer narrative:
H6: added code e2321.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary graft site to support the 65 year old male patient. He had been admitted in with the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. His cardiac history is inclusive of cardiomyopathy, an ejection fraction <15%, renal dysfunction, hypoperfusion, reduced right ventricular function, and left ventricular internal dimension of 6.9cm. After 9 day s of support there was hypotension remedied with fluid bolus, and the systemic anticoagulation was put on hold with concerns of a gastrointestinal bleed. Then on day 14 there was an observation made of low purge pressures, which prompted the team to assess the purge and discover the cassette needed exchange due to a leak. The purge leak caused no injury, and the exchange was performed with no consequence to the patient and support. Anticoagulation necessary for the pump placement and support can contribute to bleeding such as the reported gastrointestinal bleeding. After 29 days of support the 5.5 was explanted and the patient was bridged to the left ventricular assist device.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ppae ( major bleed/ hypotension) : the root cause of the injury was not determined due to insufficient clinical details.